Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v514979, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was a possible lead wire showing through the patient's scalp. There was concern about an infection. The patient was sent to the emergency room for cbc and further analysis. The cause was unknown. It was noted the rep would follow up for more information. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v719607, implanted: (B)(6) 2011, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep confirming there was an infection. No further complications were reported as a result of this event.

Manufacturer narrative:
Patient code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep noting that the hcp indicated the infection was likely secondary to trauma to the scalp caused when the patient hit their head on their car door. The lead wire issue was resolved as the patient's entire dbs system was explanted this morning. No further patient complications were reported as a result of the event.